Event description:
It was reported via (B)(4) report: physician was performing emergent left heart catheterization. As physician was placing the balance middleweight (bmw) guide wire down the left anterior descending (lad) artery, the wire broke off in the lad (under fluoroscopy the wire had caught on a stent strut). The physician placed a metal stent in the lad and no damage was done to the lad. The patient remained stable throughout the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.